Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. As a result, the lead was repositioned. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.